Event description:
New information indicates that the patient was in stable condition following the procedure.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited noise over-sensing. The rv lead was capped and replaced on (B)(6) 2025. The patient's condition is unknown.